Event description:
Nurse noted leaking from where the t-connector connects to the needle-free valve. Nurse removed the needle free valve and connected the IV tubing directly to the t-connector with no further leaks noted. Solumedrol was the medication infusing. No pt harm reported. Investigation ongoing. F/u report will be filed when investigation complete.

Manufacturer narrative:
Pt info requested, and all available info is included.